Event description:
Physician reported difficulty retracting needles of the handpiece during a trans urethral needle ablation system procedure. Physician was unable to remove disposable cartridge from the reusable handle. The physician removed the device from the pt with the needles partially deployed out approx 6mm, causing tearing of the urethra. Pt experienced bleeding for 2 days after the event, but pt's urine turned clear on day 3. Pt is currently not experiencing any complications.